Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received the drive support cap notice. Customer reported that drive support cap was sticking out. Customer's blood glucose was 111 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The drive support disk was inspected and no anomaly was noted. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot, cracked battery tube threads.